Manufacturer narrative:
Date of initial report sent: 10/02/2009.

Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the client reports incomplete absorption of the sutures with cicatrization problems such as skin fistula and bacterial infection.